Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) episode. As a result, the respiratory sensor was disabled. Out of range shock impedance measurements were noted on the right ventricular (rv) lead. Rv threshold noise was also observed. No adverse patient effects were reported. This device remains in service.